Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office indicated that the lead was extracted due to infection. No further patient complications have been reported as a result of this event. It was later reported that the lead had been removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached, outer insulation breached cut, and blood was noted on the helix mechanism and proximal conductor (not obstructed); full lead in segments returned and analyzed. Corrected data: adverse event flag, event location, patient outcome, patient data of death.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office will be attempted to determine if there were any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached, outer insulation breached cut, and blood was noted on the helix mechanism and proximal conductor (not obstructed); full lead in segments returned and analyzed.